Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that there was an instance in which the lag between sg and bg values was more pronounced during periods of rapid glucose change. Customer care recommended that the user clear the calibration history and any possible calibration misalignment. The user was advised to continue using the system and to reach out if the issue persists after the re-link is performed. Per dms review, the user was using the system with up to date information.